Event description:
The customer contact reported a delay of critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), with a 1 hour taper up, a 1 hour taper down, for a duration of 18 hours, a 3876 ml container size, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the homecare pt's mother reported the device alarmed for "battery change" and that the disposable batteries needed to be changed more often than expected. At that time, the mother reported the therapy was "6 hours behind" the expected delivery time. The device was removed from clinical use. Therapy was resumed using a replacement device. It was reported the pt was not able to eat or drink by mouth. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service ctr. The programming present in the history does not correlate with the customer's reported event date of (B)(4) 2011, therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).